Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash next to the front therapy electrode pad. There is no alleged device malfunction. The patient's doctor recommended applying cortisone cream to the rash. The current condition of the rash is unknown.